Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a df-1 pin plug fell out of the superior vena cava (svc) defib coil port of the device header of the implantable cardioverter defibrillator (ICD). The errant pin plug was verified via x-ray. As the svc is currently not being utilized there is currently no plan for a revision at this time and the patient will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.